Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the cartridge luer from multiple cartridges. Customer's blood glucose level was not impacted. Reportedly, the customer had manual injections as backup insulin therapy.